Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. Subsequently, during a follow up computed tomography (CT), the physician noted the patient may have a potential type 3b endoleak at the bifurcation of the main body, and a potential type 2 endoleak. On (B)(6) 2016, the physician re-lined the device with an additional bifurcated stent to seal the endoleak.

Manufacturer narrative:
At the completion of this investigation, no patient medical records were received for further evaluation. The reported event could not be confirmed. The event devices remain implanted in the patient and were not available for further evaluation. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient at this time.

Event description:
The patient was reported to have a type 2 endoleak.